Event description:
Major pump unit(s) involved: blood pump. Additional text: thrombosis. Specific component(s) involved: pump drive unit malfunction. Additional text: thrombosis. Other component: causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention : thrombolysis. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.